Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to send a replacement pump, and the customer acknowledged the instructions on returning the faulty pump and receiving the new one with updated software. The customer will continue using the current pump until the replacement arrives.